Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) found a faulty pm031 fuse. The fse tested the driver board and main board, which did not resolve the issue. The fse ordered a test cup lane assembly. On (B)(6) 2018, the fse replaced the test cup lane assembly, but was unable to align the dispense lane up with the seal break in the y direction (front and back). The fse reordered another test cup lane assembly. On (B)(6) 2018, the fse replaced the test cup lane assembly and performed all alignment. The customer then proceeded to run background and quality controls, which passed without any issues. The aia-900 instrument was functioning without any issues after completing the repair. No further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 12, flags and error messages, states the following: 12.2 error messages and corrective action. If an abnormality occurs during measurement, or it is difficult to continue measurement, an error message will be displayed. When an error message is displayed, a buzzer sounds to inform the operator of the trouble, and also an error message is printed out. If an error occurred, and the assay could not be completed normally, it is conceivable that an error flag is attached to the measurement value, preventing a result from being obtained. The 3102 pm031 fuse blew. Cause: blown pm031 fuse was detected. Sampling will be interrupted. Action: please contact tosoh local representatives. Check pm031 and also the related wiring and board. The 4083 d.lane-x home overrun. Cause: the home sensor s030, which is not supposed to be activated after the dispensing lane moves, was activated. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s030 and also check to see the cause of slipping, and so on, that occurs when pm030 moves to the limit side. The most probable cause of the reported event was due to faulty test cup lane assembly and pm031 fuse.

Event description:
On (B)(6) 2018, a customer reported getting 3102 pm031 fuse blew and 4083 d.lane-x home overrun error messages on the aia-900 instrument. The customer re-started the aia-900 instrument, but the error message persisted. The customer requested service in order to further investigate the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for cardiac troponin I (ctnl2) and creatine kinase (ck-mb). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
(B)(4), per exemption number e2017013. Device evaluation by manufacturer: the test lane assembly and the motor (B)(4) were returned to tosoh instrument service center for investigation. Inspection and functional testing of the parts confirmed the failures. Both parts were discarded.